Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient ends of 3 bd micro-fine¿ pro pen needles were broken, and there was no medication flow as a result. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe broken and clog. According to the user's report, three needle npe were found to be broken and the drug solution did not come out."

Event description:
It was reported that the non-patient ends of 3 bd micro-fine¿ pro pen needles were broken, and there was no medication flow as a result. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle npe broken and clog. According to the user's report, three needle npe were found to be broken and the drug solution did not come out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-may-2023. H6: investigation summary three open 32g x 4mm pen needles and four photos were returned from lot. No. 1350502 cat. No. 320559. Visual examination was carried out and bent non patient end cannula was observed an all the samples returned. A clog test could not be performed due to the condition of the samples returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples were returned open it is not possible to determine root cause. H3 other text : see h10.